Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module(uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported a unresponsive touchscreen on startup on this avea ventilator. The customer stated this event was not associated with patient use.

Manufacturer narrative:
Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. This issue will be internally investigated within carefusion.